Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had fallen into the toilet and now the device had a blank display. Customer can see water in the reservoir compartment. Customer doesn't know blood glucose level. No troubleshooting was performed for blank display. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer disagreed to return the device for analysis stated he was going to speak to his doctor first and will call back.